Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had a missing cannula. The customer's blood glucose was 96 mg/dl at the time of incident. The sensor will be returned for analysis.

Manufacturer narrative:
A visual inspection of one opened and used enlite sensor found the insertion needle separated from the sensor base also, the cannula was retracted inside of the sensor. No broken or missing parts and the insertion needle was found whole. Unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.